Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 36 mg/dl at the time of incident and the current blood glucose level was 188 mg/dl. Customers other blood glucose value were 77 mg/dl , 46 mg/dl and 35 mg/dl. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer did not allege pump was over delivering. Customer did not use auto mode feature. The insulin pump will not be returned for analysis.